Event description:
Patient reported experiencing ¿hard knots or lumps surrounding the implant or in the armpit¿, and ¿tingling, swelling, numbness, or burning of the breast¿ more than 2 months after a mammogram. No indication of treatment or surgical reoperation, device remains implanted. This record is for the right side.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of ¿hard knots or lumps surrounding the implant or in the armpit¿, and ¿tingling, swelling, numbness, or burning of the breast¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿hard knots or lumps surrounding the implant or in the armpit¿, and ¿tingling, swelling, numbness, or burning of the breast¿.